Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 130 (mg/dl). The cartridge was changed prior to customer contacting tandem technical support. Troubleshooting determined the site was likely the source of the occlusion. The customer will change their infusion set.